Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis/mechanical interaction with blood: the cause of hemolysis was likely due to biomaterial ingestion based on log analysis. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: the cause of low pump flow/suction was likely due to biomaterial ingestion based on log analysis. Temporary pump stop: the cause of temporary pump stop was likely due to biomaterial ingestion based on log analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. When the patient transitioned from the chair back to the bed, the pump began suctioning and alarmed, indicating that the impella was in the aorta. The pump stopped once but was successfully restarted. Following this event, the patient¿s laboratory values worsened, urine output decreased, and the urine appeared cola-colored. The cola-colored urine and drop in hemoglobin suggested possible hemolysis, but not confirmed. Per the surgeon, the only intervention performed was administration of tissue plasminogen activator via the purge system, as it was believed that ¿the pump ingested a clot.¿ the patient remains on impella support.